Event description:
It was reported the right ventricular (rv) lead was dislodged and pulled back to the right atrium according to an xray that was obtained. It was further reported the rv lead had high thresholds and loss of ventricular capture at highest output. It was additionally reported the right atrial and rv leads had lost slack with patient growth and dislodged. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 383059 implantable pacing lead, implanted: (B)(6) 2007; addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).